Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a PICC broke. Patient was wheeling her wheelchair and heard something hit the floor...it was the top of her PICC. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached luer adaptor is confirmed; however, the root cause could not be determined. One photograph was returned for evaluation. An initial visual observation of the photograph showed a luer adapter, needleless injection cap, and green cap all connected to each other. The distal end of the luer adapter was observed to be completely detached from the extension tube and the extension tube was not observed in the returned photograph. No details of the fracture site could be seen in the photograph. No obvious use residue was observed on the sample. There were no distinguishing features which could aid in identifying a specific root cause of the detachment. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received: the patient's PICC broke directly at the connection site. The connection piece completely fell off.